Event description:
It was reported that the ilet pump¿s screen bezel separated from the housing, indicating a device display component issue consistent with a loss or failure to bond and resulting in loss of water resistance; a replacement device was arranged, and the user was advised to use backup therapy while setup and cgm pairing were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem identified in the display component consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.